Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving bupivacaine and dilaudid via implantable pump for non-malignant pain. It was reported that the patient was admitted to the hospital and the emergency room (ER) doctor stated the pump had stalled for 67 hours. No electromagnetic interference (emi) or magnets and the patient did not have a recent magnetic resonance imaging (MRI). The patient was going through withdrawals. The doctor was trying to schedule an emergency pump replacement. Troubleshooting was unable to be performed. A pump replacement will occur as soon as possible and the rep will return the pump for analysis. Additional information was received on (B)(6) 2020 from the rep who reported that the cause of the motor stall was not determined. Steps that were taken to resolve the issue included placing the pump on stopped pump, reading the logs, and scheduling a pump replacement for (B)(6) 2020. The patient's withdrawal symptoms were resolved. Their weight was unknown. The issue will be resolved and the device will be returned after the pump replacement.